Event description:
On (B)(4) 2012, customer reported that sample syringe was leaking on the immage 800 system. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the reagent syringe valve. This resolved the issue and no further issues were reported.

Manufacturer narrative:
(B)(4).